Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate by 100 points. The blood glucose reading was 180 mg/dl and the sensor reading was 85 mg/dl. She stated that every time she removed a sensor, the cannula was bent. She stated that these readings have caused the threshold suspend to activate when the blood glucose was not low.